Event description:
Edwards has received information that a 21mm aortic valve implanted to the tricuspid position has exhibited severe tricuspid regurgitation at four (4) years, one (1) month after implant. Device remains implanted. There are no adverse patient effects reported at this time.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The device history record (DHR) review is in process. No additional patient information is available. Echo records have not been made available. This patient has an additional bioprosthetic valve implanted to the pulmonary position. See report for serial no. (B)(4). The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.

Manufacturer narrative:
Corrected data: the initial information received indicated that a 21mm aortic valve implanted to the tricuspid position had exhibited severe tricuspid regurgitation at four (4) years, one (1) month after implant. Information was received that clarified the scale used by the reporter (a scale of 1 to 6) actually indicated this device was exhibiting moderate regurgitation. There are no plans to explant this device.